Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported conflicting results on same test. Received one positive and one negative. No information relating to additional testing. Symptomatic.

Event description:
User reported conflicting results on same test. Received one positive and one negative. No information relating to additional testing. Symptomatic.